Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was implanted with no reported complications. Approximate 1.5 to 2 hours post-implant, pericardial effusion was observed and the blood was aspirated. The cause of the pericardial effusion is unclear. The amulet remains implanted in good position. The patient was reported to be in stable condition.